Manufacturer narrative:
Product analysis #(B)(4):equipment used: video inspection system (m-85519), ruler (m-83361), pin gauge sets (m-84083, m-84081) as found condition: within a shipping box; within a sealed plastic biohazard pouch; within an opened echelon-10 inner pouch and within a dispenser coil. The unknown boston scientific guidewire used during the event was not returned for analysis. Visual inspection/damage location details: the echelon-10 hub was found externally damaged on opposite sides (figure c). The damage appears to be caused by pliers or clamps. The distal ~ 3.0cm of the echelon-10 micro catheter appears to have shaping damage (figures d e). The distal tip and distal marker band were found damaged (ovalized). The catheter was found kinked proximal to the distal marker band. The catheter wall was found thinning and stretched proximal to the distal marker band with a break at the same location (figure g). Testing/analysis: the echelon-10 micro catheter total length was measured to be ~155.8cm and the usable length was measured to be ~1 48.0cm, which is within specification (specification: total (ref) = 155cm, usable: 147cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end and at the break. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter puncture with guidewire¿ and ¿catheter kink/damage¿ were confirmed. The catheter was found to have shaping damage, with the catheter wall at the break location found thinning/stretched. Possible causes of the damage are using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds) or removing the shaping mandrel prior to the catheter cooling following tip shaping. The catheter wall was found thinning, potentially due to the steam shaping, or due to the kinking. The break/puncture would have occurred due to the thinning wall. As the guidewire used during the event was not returned for analysis, any contribution of the guidewire towards the puncture could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the echelon 10 microcatheter was guided by a guidewire as an internal support, and the catheter tip was located proximal to the aneurysm neck. It was then inserted with a guidewire, but it passed through the catheter tip mark and came out from the side. After it was withdrawn, it was found that the microcatheter tip was damaged during the procedure. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a left side, vertebral artery dissecting aneurysm. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 7 mm.

Event description:
Additional information received that the guidewire used was a boston scientific guidewire. The cause of the catheter puncture with the guidewire and catheter damage was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.